Manufacturer narrative:
(B)(4). Article citation: starr, matthew r., et al. Endophthalmitis following minimally invasive glaucoma surgery. Ophthalmology, 2021. Crossref, doi:10.1016/j.ophtha.2021.06.004. Implant date: implant dates were between october 1, 2015 to july 1, 2020. The events of endophthalmitis, vision loss, and retinal detachment are addressed in the labeling. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
The following article endophthalmitis following minimally invasive glaucoma surgery noted a patient had complicated xen¿45 gts placement with vitreous loss and developed endophthalmitis at postoperative day 2. Conjunctiva was found intact and vitreous was within the anterior chamber. Bcva at diagnosis was noted as light perception and decreased to no light perception at final follow up. Treatment was provided as pars plana vitrectomy with intravitreal injection of vancomycin and ceftazidime. The device was noted to be removed. Post-endophthalmitis retinal detachment was noted. This is the same literature article reported under MFR report # 3011299751-2021-03038 (allergan complaint # pr (B)(4) and MFR report # 3011299751-2021-03040 (allergan complaint # pr (B)(4). This MDR is being submitted for case #10.